Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that sometimes they stop feeling stimulation so they go to check their device with their controller and it shows that the therapy had been turned off. The patient stated that they actually see a message from their controller verifying this. The patient stated that the battery level was at 80 percent when this happened. The patient stated that this had been going on for a while now. Patient services reviewed if the ins was too low, the stimulation shuts off on its own. Patient services recommended checking the battery level when this occurs and recommended charging the ins if the battery level was low. Patient services reviewed that if this did not resolve the issue they should follow-up with their healthcare provider (hcp). The event began in 2019. No further complications were reported/anticipated.